Event description:
After deciding to get breast implants at the age of (B)(6) (saline filled under the muscle 480cc) my health quickly deteriorated and progressively worsened over next two decades. Rashes, weight gain, leg pain, extreme fatigue, anemia, migraine headaches with aura, light sensitivity, chest pain, shortness of breath and depression after I lost the ability to live the active lifestyle I once did. I did seek medical attention and no diagnosis was made. My most troubling symptoms are the extreme fatigue and pain in my leg and now I have left breast pain and bad odor and sticky substance that comes out of left armpit. I have a constant pressure in my chest that is the feeling of the implants. I was not warned. My surgeon told me over and over how safe and permanent they were. He said if I didn't get capsular contractor then I would have absolutely nothing to worry about. He was a board certified top surgeon in (B)(6). I have numerous blood tests. FDA safety report ID# (B)(4).